Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right atrial lead exhibited noise which resulted in auto mode switch events. All lead measurements were normal and in-range. No intervention was reported. The patient was not symptomatic.